Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer 4.2 was identified as the cause of the power loss for the station. A field service engineer checked all cales and appeared to be in good working condition. The rear control board was tested using a multimeter, and the sub half-height drawer 4.2 was found to be out of tolerance. The rear drawer board was replaced. After a proper reboot, a final test was performed, and the station became fully operational. The auxiliary sub drawer 4.2 was responsive. The customer confirmed and verified that the station was fully operational and online in remote smart service (rss) and was able to inventory the auxiliary half-height drawer 4.2. All cabling was rechecked and found to be in good condition. The backup battery, network plugs, and rear bumper kit were replaced. Preventive maintenance was also performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was not powering on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.